Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.3.0[9092] installed on iphone 15[ v18.1.1) was conducted and the issue was not reproduced. We have observed that the transition screens are loading and moving smoothly the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements srs doc (B)(4): agile doc: (B)(4). After thoroughly investigating the dashboard logs, the dashboard logs are not available for the user, and the latest logs are also unavailable. Based on our past experience, the following may be the cause: 1. Authorization token failure this could lead to an invalid or expired token, causing automatic logouts. 2. Api response failure if the api returns a failure response, it may trigger a logout. 3. User logged into another device if the user logs into a different device, it might invalidate the session on the original device below are the resolution steps for same: 1. Restart the app 2. Use stable and fast internet connection the issue was not confirmed by reviewing logs provided by helpline at the time of the event. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced getting logged out of care link connect app without any warning every other day. The customer reported no adverse event. The event involved product(s) mmt-6112. The troubleshooting was performed and no harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.